Event description:
It was reported the device displayed the alarm cassette not properly attached at the beginning of infusion. The customer swapped pump and the pump was running correctly. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the pump intact. The customer stated problem was confirmed. The reported "cassette not attached properly" problem was duplicated. When a cassette was attached the pump started with cassette not attached alarm. Replaced contaminated downstream occlusion sensor. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.